Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to oversensing was observed. Programming changes were made. Patient is in good condition and will be monitored. Device remains implanted.